Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they have received no delivery alarms. The customer states they were in a car accident with the pump in their pocket and would like to troubleshoot the device. The customer's blood glucose level at the time of incident was in the 300mg/dl to 400mg/dl range. The customer states the accident was not diabetes related. The customer could not troubleshoot at the time of call due to driving. The customer will be sent tubing clamp in order to conduct high pressure testing. The customer will call back at a later time when supplies are received.